Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05th mar 2026, it was reported by an arthrex employee via email that ar-8911ds mini tightrope repair batch 34065 snapped when deploying. This was detected on the same day during procedure.